Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The distal low voltage electrode of the lead was covered in blood. Electrical resistance and cross continuity test results were within specifications. Helix was able to be extended and retracted within specifications. No anomalies found. (B)(4).

Event description:
It was reported that during an attempted implant the atrial lead exhibited high capture thresholds and low p-wave sensing. During repositioning of the lead, the helix became increasingly difficult to extend requiring more than a normal number of turns until it failed to extend. The atrial lead was not used, and another atrial lead was implanted. No patient complications have been reported as a result of this event.